Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-01500. It was reported the patient's scs system stimulation coverage was not optimal. Surgical intervention may be taken a later date to address the issue.

Event description:
Device 1 of 2 . Reference MFR report: 1627487-2018-01500. Follow up information received identified the patient had one of the scs leads replaced. Effective stimulation therapy was reportedly restored postoperatively.